Manufacturer narrative:
(B)(6) 2023 - the consumer accepted a replacement and will not be returning the device back to the manufacturer. Therefore, an investigation will not be conducted.

Event description:
(B)(6) 2023 - the consumer claims there were black particles coming out of the wand. The consumer accepted a replacement and will not return the device to the manufactureer for an inspection.